Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received multiple power loss alarms. The patient's blood glucose at the time of incident was 7.1 mmol/l. During troubleshooting, the caller stated that the alarms recurred despite new batteries being inserted into the insulin pump. The battery cap and battery had already been replaced but the alarms persisted. The insulin pump will be returned for analysis.